Manufacturer narrative:
Device powered up properly after battery installation. Device received with operating currents within specification and passed self test and displacement test. No white flashing / solid blank display anomaly was noted. However, traces of corrosion were found at the electronic and motor assemblies per visual inspection.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer's insulin pump had a blank display. The customer¿s blood glucose level was 108mg/dl at the time of the incident. The customer inserted new battery but the display did not return. The insulin pump will be returned for analysis and replacement pump will be sent.